Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a chronically elevated left ventricular (lv) lead pacing threshold since implant. It was noted following implant of the lv lead, the threshold had gradually increased and had always remained high. The clinician noted there was no capture observed on several vectors and at the patient's most recent generator change, it was decided to downgrade the patient to single-chamber pacing and inactive the lv lead. No patient complications have been reported as a result of this event.